Event description:
A 500 ml bag of 5% dextrose in water with 25,000 units heparin was hung at 1:20 to infuse at a rate of 18 ml/hr. At 5:15, the entire bag was found to be empty. No add'l details were able to be obtained. No pt injury was reported.